Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. The issue did not cause the blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. The customer continued using the current pump as backup therapy, and technical support resolved to replace the existing pump. However, despite the pump being out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.